Event description:
The morning following implant, chest x-ray revealed the atrial lead was dislodged. Device interrogation revealed high capture thresholds and p-wave amplitude variation on the atrial lead. On (B)(6) 2022 the physician elected to reposition the atrial lead. The patient condition was stable.